Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to connector resistance at the j6 printed circuit board. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "low battery" even after replacing the batteries with new ones. The customer's blood glucose level was 326 mg/dl at the time of the incident. The customer sent the product back for analysis.